Manufacturer narrative:
H10: for the reported malfunction, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model f14105us biopsy instrument allegedly failed to cycle and self activated. This malfunction involved one 63 year old female patient, weighing 220 lbs with no reported patient injury. This information was received from one source.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. For the reported malfunction, the device was returned to bd for evaluation. The evaluation was inconclusive for alleged cycling issue as no functional tests could be performed due to the sample condition. The root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model f14105us biopsy instrument allegedly failed to cycle.this malfunction involved one 63 year old female patient, weighing 220 lbs with no reported patient injury. This information was received from one source.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model f14105us biopsy instrument allegedly failed to cycle and self activated. This malfunction involved one 63 year old female patient, weighing 220 lbs with no reported patient injury. This information was received from one source.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. For the reported malfunction, the device was returned to bd for evaluation. The evaluation was unable to identify self activation and failure to cycle as no functional tests could be performed due to the sample condition. The root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model f14105us biopsy instrument allegedly failed to cycle and self activated. This malfunction involved one (B)(6) year old female patient, weighing (B)(6) lbs with no reported patient injury. This information was received from one source.